Event description:
A pump declared an altitude alarm, but there was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was initially suspended due to the alarm. Technical support instructed the customer to clean the speaker holes and reconnect the cartridge. After following these instructions, the customer was able to resume insulin delivery. The alarm did not recur, and the pump resumed normal operation. Technical support also provided tips to prevent future altitude alarms, which the customer acknowledged.